Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 19-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding for 30-45 days') and lupus-like syndrome ('autoimmune issues such as lupus-like') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor said was difficult to insert" in (B)(6) 2006. The patient's concurrent conditions included back pain, cervicitis and adenomyosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), menometrorrhagia ("extremely irregular and heavy periods"), oligomenorrhoea ("may skip 2-3 months"), abdominal pain ("bad pinching pain on same side"), inflammation ("severe inflammation and arthritis"), arthritis ("severe inflammation and arthritis"), rash ("rashes"), foggy feeling in head ("brain fog"), multiple allergies ("allergies"), headache ("headaches."), fatigue ("chronic fatigue"), lymphadenopathy ("lymph node issues...") And feeling miserable ("miserable for about 7 years now") and was found to have uterine leiomyoma ("large fibroids on the left"), weight increased ("gained nearly 50 pounds"), thyroid hormones decreased ("low thyroid") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, lupus-like syndrome, menometrorrhagia, oligomenorrhoea, uterine leiomyoma, abdominal pain, weight increased, thyroid hormones decreased, vitamin d decreased, inflammation, arthritis, rash, foggy feeling in head, multiple allergies, headache, fatigue, lymphadenopathy and feeling miserable outcome was unknown. The reporter considered abdominal pain, arthritis, fatigue, foggy feeling in head, headache, inflammation, lupus-like syndrome, lymphadenopathy, menometrorrhagia, menorrhagia, multiple allergies, oligomenorrhoea, rash, thyroid hormones decreased, uterine leiomyoma, vitamin d decreased, weight increased and feeling miserable to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006. Discrepancy noted in essure removal date: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received. Reporters , reporter causality comment and medical history were added. Surgery details and action taken with drug was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 20-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding for 30-45 days') and lupus-like syndrome ('autoimmune issues such as lupus-like') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor said was difficult to insert" in (B)(6) 2006. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), menometrorrhagia ("extremely irregular and heavy periods"), oligomenorrhoea ("may skip 2-3 months"), abdominal pain ("bad pinching pain on same side"), inflammation ("severe inflammation and arthritis"), arthritis ("severe inflammation and arthritis"), rash ("rashes"), foggy feeling in head ("brain fog"), multiple allergies ("allergies"), headache ("headaches."), fatigue ("chronic fatigue"), lymphadenopathy ("lymph node issues...") And feeling miserable ("miserable for about 7 years now") and was found to have uterine leiomyoma ("large fibroids on the left"), weight increased ("gained nearly 50 pounds"), thyroid hormones decreased ("low thyroid") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (removal of essure). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, lupus-like syndrome, menometrorrhagia, oligomenorrhoea, uterine leiomyoma, abdominal pain, weight increased, thyroid hormones decreased, vitamin d decreased, inflammation, arthritis, rash, foggy feeling in head, multiple allergies, headache, fatigue, lymphadenopathy and feeling miserable outcome was unknown. The reporter considered abdominal pain, arthritis, fatigue, foggy feeling in head, headache, inflammation, lupus-like syndrome, lymphadenopathy, menometrorrhagia, menorrhagia, multiple allergies, oligomenorrhoea, rash, thyroid hormones decreased, uterine leiomyoma, vitamin d decreased, weight increased and feeling miserable to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality-safety evaluation of ptc. On 23-mar-2020: fu 4&5 proceed together-social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('heavy bleeding for 30-45 days') and lupus-like syndrome ('autoimmune issues such as lupus-like') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor said was difficult to insert" in (B)(6) 2006. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), menometrorrhagia ("extremely irregular and heavy periods"), oligomenorrhoea ("may skip 2-3 months"), abdominal pain ("bad pinching pain on same side"), inflammation ("severe inflammation and arthritis"), arthritis ("severe inflammation and arthritis"), rash ("rashes"), foggy feeling in head ("brain fog"), multiple allergies ("allergies"), headache ("headaches."), fatigue ("chronic fatigue"), lymphadenopathy ("lymph node issues...") And feeling miserable ("miserable for about 7 years now") and was found to have uterine leiomyoma ("large fibroids on the left"), weight increased ("gained nearly 50 pounds"), thyroid hormones decreased ("low thyroid") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (removal of essure). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, lupus-like syndrome, menometrorrhagia, oligomenorrhoea, uterine leiomyoma, abdominal pain, weight increased, thyroid hormones decreased, vitamin d decreased, inflammation, arthritis, rash, foggy feeling in head, multiple allergies, headache, fatigue, lymphadenopathy and feeling miserable outcome was unknown. The reporter considered abdominal pain, arthritis, fatigue, foggy feeling in head, headache, inflammation, lupus-like syndrome, lymphadenopathy, menometrorrhagia, menorrhagia, multiple allergies, oligomenorrhoea, rash, thyroid hormones decreased, uterine leiomyoma, vitamin d decreased, weight increased and feeling miserable to be related to essure (ess205). Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Case category updated to serious- incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding for 30-45 days') and lupus-like syndrome ('autoimmune issues such as lupus-like') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor said was difficult to insert" in (B)(6) 2006. The patient's concurrent conditions included back pain, cervicitis and adenomyosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), menometrorrhagia ("extremely irregular and heavy periods"), oligomenorrhoea ("may skip 2-3 months"), abdominal pain ("bad pinching pain on same side"), inflammation ("severe inflammation and arthritis"), arthritis ("severe inflammation and arthritis"), rash ("rashes"), foggy feeling in head ("brain fog"), multiple allergies ("allergies"), headache ("headaches."), fatigue ("chronic fatigue"), lymphadenopathy ("lymph node issues...") And feeling miserable ("miserable for about 7 years now") and was found to have uterine leiomyoma ("large fibroids on the left"), weight increased ("gained nearly 50 pounds"), thyroid hormones decreased ("low thyroid") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, lupus-like syndrome, menometrorrhagia, oligomenorrhoea, uterine leiomyoma, abdominal pain, weight increased, thyroid hormones decreased, vitamin d decreased, inflammation, arthritis, rash, foggy feeling in head, multiple allergies, headache, fatigue, lymphadenopathy and feeling miserable outcome was unknown. The reporter considered abdominal pain, arthritis, fatigue, foggy feeling in head, headache, inflammation, lupus-like syndrome, lymphadenopathy, menometrorrhagia, menorrhagia, multiple allergies, oligomenorrhoea, rash, thyroid hormones decreased, uterine leiomyoma, vitamin d decreased, weight increased and feeling miserable to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006. Discrepancy noted in essure removal date: (B)(6) 2016. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.